Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The peritonitis occurred on an unspecified date in (B)(6)2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment and action with pd therapy was not reported. At the time of this report the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018, previously reported as (B)(6) 2018. Upon follow up it was reported the hospital planned to switch the patient from pd therapy to hemodialysis due to the patient was not yet recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up, the nurse reported the cause of peritonitis was due to endotoxins contained in one of the pd solutions used by the patient. As the cause of the peritonitis was associated with a drug product; the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up, it was reported the patient experienced sterile peritonitis which was manifested by abdominal pain and cloudy effluent. The same day as event onset, the patient began treatment with intraperitoneal (ip) kefzol (250 milligram, four times a day) and ip vancomycin (50 milligram, four times a day) for peritonitis. Sixteen days later, kefzol and vancomycin were discontinued. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On an unreported date, the patient began treatment for the peritonitis with two types of antibiotics (not further specified). On an unreported date, the antibiotic treatment was discontinued, the peritonitis was resolved and the patient was recovered from the event. The physician reported that ¿no real leads for the peritonitis were clear¿ (no further detail). Should additional relevant information become available, a supplemental report will be submitted.